Manufacturer narrative:
(B)(4). The device was received in good visual condition. In addition, a small with bag with a remaining broken component was returned with the device. The device was functionally tested and it works as expected. The device was disassembled to inspect internal components and it was found that an internal component was broken, all of the broken part of the component was returned. It is possible that the internal component got damaged during our manufacturing process and the remaining component fell out from the device during the transportation. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an laparoscopic exploratory procedure the device package was opened up and it was noticed that a piece was broken off. A second like device was opened and the procedure was competed with no patient consequences reported.